Event description:
During a trochanteric fixation nail procedure, the internal set screw collapsed before it was opened. The surgeon tried to insert the helical blade through the nail, when it became stuck. The helical blade and nail were removed and replaced. The surgeon stated that the incident displaced the fracture and satisfactory fixation could not be obtained. This is the 1st of 3 reports submitted on this event. The surgeon stated that this incident displaced the fracture and he was not able to obtain satisfactory fixation.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.